Manufacturer narrative:
Product event summary: analysis could not confirm the reported event since no programmer telemetry head was returned with the programmer. It was noted that the stylus was missing.

Event description:
It was reported that the programmer had bad telemetry and that the touch stylus pen was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.